Event description:
Caller reported a malfunction on pump, which did not cause customer¿s blood glucose level to exceed 500 mg/dl. Cts provided pump reset information and assisted caller with resetting pump. Malfunction did not recur after resetting, and customer was advised to continue using pump and to call back if issue returns.